Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided with this report.

Event description:
The customer experienced hyperglycemia due to bent cannula. The customer was unconscious.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was 1000 mg/dl at the time of hospitalization. Customer was treated with manual injection high blood glucose level. It was unknown that the auto mode feature was not active at time of high blood glucose event. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.